Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they noticed that is leaking a little bit since yesterday. Agent did not ask about the circumstances that led to the reported issue. Reviewed therapy information including healing time factors as patient just received implant on tuesday. Patient will maintain stimulation level and will continue to track symptoms and said that when their aide returns on monday then will have aide make an adjustment if needed. Patient said that post op follow up appointment will be in two weeks. On 2022-sep-09 additional information received from patient. They reported they went to their healthcare professional (hcp) last week to have their ins "regulated" because it was not working. Patient reported they are leaking when they get up from their chair but reported when they try to go to the bathroom nothing comes out clarifying they are unable to urinate. Reviewed therapy overview. Patient increased stimulation on the call with assistance of their aide and confirmed feeling stimulation comfortably. Agent asked for event date and patient stated the same day. Agent did not ask about the circumstances thatled to the reported issue. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They reported they needed assistance with turning down stim because it was burning their vagina. On the call patient turned stim down and said the burning subsided and was comfortable. However, patient also mentioned the therapy was not helping their bladder symptoms by 50% or better as of last month sometime. Patient was through how to change programs and recommended patient follow up with doctor about changes. Patient chose to try program 3 on the call and will follow up with doctor. Patient mentioned seeing doctor in a 3 months.